Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh on (B)(6) 2010. Later patient expereinced infection, pain and tissue abrasion.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.